Manufacturer narrative:
Device was received on 4/13/23. One used monitoring kit w/safeset¿ ii, 03 ml flush device & marvelous valve was received for evaluation. During visual inspection, the 41" pressure tubing was found separated from the winged female luer. The separated tubing an bonding pocket were tacky. The separated tubing and bonding pocket were not fully cured. The probable cause of the separation is due to the uv adhesive not being fully cured during manufacturing assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event was reported via a medsun medwatch mandatory reporting uf/importer report (B)(4) and involved monitoring kit w/safeset¿ ii, 03 ml flush device & marvelous valve. The customer reported that the a-line tubing was defective; the tubing fell apart from area that is typically permanent affixed during priming - the area where the tubing was defective is below the stopcock at the transducer. The tubing was never attached to a patient. There was no patient involvement and no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.